Event description:
It was reported that the patient presented to the clinic experiencing diaphragmatic stimulation. Device interrogation revealed that the atrial lead exhibited no capture and no sensing. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and had no complications and has recovered well post-operatively.